Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultrasmart meter was reading inaccurately erratic. The medical affairs specialist (mas) called and spoke with the patient in 2/2006. However, the patient did not want to provide any further information regarding the "episodes" she had experienced. The patient informated the mas that she has "given all the information she wanted to give" during the initial call and "did not want to say anything more". However, she did not confirm that she had several episodes where she "bottomed out" due to taking insulin based on the subject meter's results. During the initial call with the customer service agent (csa), the patient had reported that she had several episodes where she bottomed out due to taking too much insulin based on the subject meter's results. There is no further information provided regarding that. She also reported results such as 75 mg/dl and 430 mg/dl, performed greater than 20 minutes apart. This comparison indicates possible inaccuracy, but does not reasonably suggest a malfunction. During trouble shooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The csa had walked the patient through a control solution test, which passed within range. Therefore, the meter was within specifications. The patient had also initially reported that she was having difficulty managing her diabetes due to the subject meter being a plasma-calibrated meter. She was able to better manage her diabetes using the one touch profile meter (whole blood calibrated meter). This complaint is reported because the patient alleged that she had several hypoglycemic episodes due to taking too much insulin based upon the reported meter's results. It would be helpful to know more information regarding the patient's diabetes medication regimen, what her blood glucose results were at the time she "bottomed out", how much insulin she had taken based on those results, and what medical attention she received. A one touch profile meter was sent as a replacement to the lay user/patient.